Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and found to have damaged pitch cable at distal end. Additional observation(s): the instrument was found to have a broken monopolar yaw pulley at the posts. Broken piece(s) were missing as a result of breakage. Size of missing piece was approximately 5.14mm.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.